Event description:
It was reported that during the unpacking of a rotatable snare oval 13 mm it was noticed that the cautery connection was detached from the handle. The device did not come into contact with the pt.